Manufacturer narrative:
A review of the device's manufacturing records revealed that the sensor lot met all requirements including sterilization requirements for release. The potential for development of infection at the sensor insertion site is a known and anticipated potential adverse effect. The sensor was inserted by making a small incision and placing it under skin, and the potential for developing skin irritation/inflammation/infection at the insertion site is a known anticipated adverse event. The user's hcp is aware of the incident and prescribed antibiotics (cephalexin) for the sensor insertion site.

Event description:
On july 16, 2024, senseonics was made aware of an incident where the patient experienced pain and erythema at the insertion site.